Event description:
It was reported that the pump shut down due to natural pump battery depletion. The customer's blood glucose (bg) level was 600 mg/dl. The customer addressed their bg with a manual injection. The customer continued using the pump for insulin therapy.